Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the manufacturing lot. Photographs of the insert showed multiple scratches and gouges on the bearing surface as well as a missing center stabilizing post. It appears the missing post was part of the explantation process as there is no mention in the operative report of the discovery of a broken insert post. The event was confirmed by the provided operative reports. However, the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a left knee due to stiffness and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that patient was revised on a left knee due to stiffness and pain.